Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the device breaking during the procedure was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was broken in the middle of suturing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was identified as defective during the last surgical procedure on (B)(6) 2024. There were no broken/damaged cables visible at the instrument wrist. There was no physical damaged at the distal/proximal end.